Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient uses an ilet insulin pump. According to the patient, on (B)(6) 2025, the cgm displayed 90 mg/dl while the bg value was around 60 mg/dl. The patient said that he had almost fainted, was confused, sweating and was weak. The patient stated that someone was at his house and heard and helped him (the patient did not specify what treatment was done to address the low blood sugar). The patient did not go to a hospital or call ems. At the time of the call, the patient is okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.